Manufacturer narrative:
No part, images, or lot number were returned. DHR records could not be evaluated. The eef indicated there were no adverse events to the patient. A risk evaluation was conducted (above), and it was found that the observed risk level (low) is within the expected risk level (medium). The rep confirmed the surgeon felt there was no device problem and that it was best to not reoperate. The mir worksheet has been completed, with no trend observed, and is attached. Since the observed risk is within the expected risk level, no further actions will be taken at this time. No further evaluation was possible. This evaluation will be reopened if more information becomes available. Based on the evaluation and available information.

Event description:
It was reported that there has been an inquiry from a surgeon who implanted silok in 2024 about removal. The patient believes that the implant is causing pain and wants the implant removed. The surgeon believes the joint is fused and that removal may not be the best course of action.